Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump repeatedly emitted loss of prime warnings. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: review of the black box data revealed multiple loss of prime warnings with low non zero force. On investigation, the pump was exercised for 24 hours; loss of prime was not duplicated. Force calibration passed and was found to be within the required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint the battery compartment was cracked from case seal traveling to bumper.